Event description:
It was reported that coil diameter was too small for delivery and the physician decided to withdraw it. Upon removal, the coil detached and migrated into the parent vessel. No patient injury reported. Same event as MDR# 2029214-2009-00286.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The release wire was found broken inside the pusher assembly. The broken release wire likely caused the coil to detach.